Event description:
Reporter alleged blood glucose was 565 mg/dl at 10 pm; however, had no symptoms at that time so went to bed as normal without medication. It was stated that next morning customer tested on a different vial of test strips and obtained a result of 186 mg/dl. Customer indicated going to the doctor as a result where customers' device measured 115 mg/dl back to back with doctors' measurement of 113 gm/dl. Customer stated this morning her device measure 262 mg/dl at 9 am this morning her device measured 262 mg/dl at 9 am back to back with a result of 126 mg/dl performed at 9:02 am. No actions were taken or treatment received reportedly as a result. A request was made for the return of hte suspect device and replacement product was sent.